Event description:
When the device was opened and placed on the sterile field, it was noted that the device was crimped and had a visible crack in it. It was removed from the sterile field and another one was obtained.